Event description:
The device was returned to the service ctr with a report from the customer contact that the device does not recognize the cassette. This does not indicate a reportable malfunction; however, during verification testing at the service ctr, it was found that the device door roller was missing.

Manufacturer narrative:
During testing, it was noted that the device door roller pin was missing. The customer reported event of device does not recognize the cassette was confirmed. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.